Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop2329us, (lot: 0011277807); product type: 0195-heart valves; implant date n/a; explant date n/a, product ID l-evprop2329us, (lot: 0011390947); product type: 0195-heart valves; implant date n/a; explant date n/a, select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve did not expand as expected. It was noted that the valve was under-expanded upon deployment. The valve was recaptured and withdrawn from the patient, and a non-medtronic valve was used to complete the procedure. Of note, calcification was present which contributed to the expansion issue. No adverse patient effects were reported.